Event description:
It was reported that during a procedure, the micro sagittal saw was running without user activation. The procedure was completed successfully. No delay, no medical intervention and no adverse consequences were reported with this event.

Manufacturer narrative:
The ball bearing on the driver was found to be damaged. The device was repaired and returned to the user facility.

Manufacturer narrative:
A follow up report will be filed after the quality investigation has been completed.

Event description:
It was reported that during a procedure the micro sagittal saw was running without user activation. The procedure was completed successfully. No delay, no medical intervention and no adverse consequences were reported with this event.